Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (vessel perforation, difficult to position); patient¿s condition affected effectiveness of device (anatomy related; small calcified and tortuous access vessels). Evaluation codes, conclusion: known inherent risk of procedure (vessel perforation, difficult to position); device failure/lack of effectiveness related to patient condition (anatomy related; small calcified and tortuous access vessels).

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 63mm fusiform, zone 3 <(>&<)>4 distal aortic arch aneurysm. Aneurysm and vessel morphology was reported as the proximal neck diameter was 29-25mm, and the distal neck diameter was 28-19mm. The calcification from puncture site to lesion site (near right internal and external iliac arteries) was reported as moderate with no thrombus. The angulation from puncture site to lesion site (descending aorta-distal aortic arch was reported as moderate to severe). The diameter proximal to the celiac artery was 20mm. The diameter of right access vessel (common iliac) was 7mm and the diameter of left access vessel (common iliac) was 7mm. The proximal neck length by centreline was 50mm. During the index procedure the first valiant stent graft was implanted; however the physician felt that the first device implanted did not seal the proximal side (inadequate seal); therefore, another device was added in order to overlap the initial device. The second device was one size up from 22fr to 24fr. While trying to deliver the 24fr device the physician had difficulties introducing the delivery system at the distal side of the right internal and external iliac arteries. The physician removed the delivery system and a sheath was exchanged. The physician stated that what caused the insertion difficulties was between the right eia and iia since the size was 6.3mm and calcified. While introducing the delivery system for the second time the physician did not feel any resistance and the stent graft was delivered successfully. When the device was removed the physician felt resistance; however, the delivery system was removed with no kinks on the delivery system. The physician noticed the amount of blood in the catheter and decided to perform open surgery were a synthetic vessel was created between the right common iliac artery and the eia. The procedure was completed with not additional complications and the final angiogram showed no endoleak. The procedure was completed without touch-up. No additional clinical sequelae were reported and the patient is doing fine.